Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported an artifact on patient images. There was no report of misrepresentation as a result of the artifacts. The philips field service engineer (fse) evaluated the system and found an issue with the a-plane collimator. The fse determined that the cause of the artifact on the patient images was a broken compensator in the a-plane collimator. The fse replaced the a-plane collimator, performed phantom testing, and air calibrations to resolve the issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. On (B)(6) 2018, a correction & removal (c&r) 1525965-070318-008-c was released. A customer information letter (cil) (B)(4) was sent to the customer on (B)(6) 2018. Field change order (fco) (B)(4) has been established for this issue.